Event description:
It was reported via clinic notes received by the manufacturer that high impedance was observed on the patient's vns. The patient was referred for full vns replacement surgery. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent full vns replacement surgery. During attempts at product return, it was revealed that the facility, historically, does not return explanted products.